Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. At an unspecified time, it was reported that the tubing set was primed with an unspecified concentration of m1f. No specific details were provided. After an unspecified length of time, it was reported that the male adapter of an unspecified syringe was connected to the clave secondary port on the cassette of the tubing set for a syringe delivery of merrem 1g/50ml. At that time, the customer contact reported that an unspecified volume of solution leaked from a crack in the semi-rigid adapter of the clave secondary port of the cassette of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delays of therapy critical to this patient. No medical interventions were required. Though requested, additional information was not provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.